Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Engineering analysis completed by mv on 1/23/2020. Design-related issues: the design of the patellar clamp has been in the field since 1995. Exactech is aware of 10 similar complaint reports involving broken patellar cup subcomponents since 2008. Because the patellar clamp is used in total knee surgeries, sales data for patellar implants was used to calculate an approximate complaint occurrence rate of 0.5%. This is considered ¿very low' according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is aware of 1 other complaint involving parts from this manufacturing lot of (B)(4) units, which have been in the field since 2010. Based on the age of the instrument, there is no evidence to suggest that the reported event is related to a manufacturing issue. A review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. Rmr-00038 rev- and racr-00041 rev were reviewed. The risk and hazardous situation are captured in the racr, however the racr is being updated under dcrsp-19-527 to include the appropriate harm of ¿none¿ for this hazardous situation. Corrective actions are not required because the occurrence rate is ¿very low¿, and the racr is being updated under dcrsp- 19-527 to appropriately capture the risk. The broken patellar cup reported in case# (B)(4) was likely the result of material degradation associated with years of normal use and subsequent sterilization cycles. However, this cannot be confirmed as the broken subcomponent was not returned with the complaint device. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. All pieces of the broken device were retrieved, none were left in the patient. An investigation was conducted: the broken patellar cup reported was likely the result of material degradation associated with years of normal use and subsequent sterilization cycles. However, this cannot be confirmed as the broken subcomponent was not returned with the complaint device.

Event description:
It was reported from ous that the "patella clamp imploded when pression was made during cementing definitive patella implant." The patella clamp broke during compression while cementing the implant. All pieces of the broken device were retrieved, none were left in the patient. There was a delay of unreported time with no reported patient injury. The device was returned for analysis. An attempt was made to request additional information from the rep and a response was received on 13 jul 2021. Per the rep: the instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and the agency didn¿t receive any request for complementary information regarding this issue as well. Patient demographics were not provided. No additional information is provided.